Event description:
It was reported that a patient presented with dislodgement noted on both the right atrial and right ventricular leads, which was confirmed with x-ray imaging. This resulted in high capture thresholds and low sensing on both leads. The atrial lead was explanted and the right ventricular lead was repositioned. This surgical intervention was completed on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with dislodgement noted on both the right atrial and right ventricular leads. This resulted in high capture thresholds and low sensing on both leads. The atrial lead was explanted and the right ventricular lead was repositioned. This surgical intervention was completed on (B)(6) 2025. No adverse patient consequences were reported.